Manufacturer narrative:
Date of event: please note that this date is based off the year of publication of the article as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ahmed, s.u., kindrachuk, m., waterhouse, k., viatli, a. Single-centre follow up of tyrx antibiotic envelope for neuromodulation unit implantation. Canadian neuromodulation society meeting. 2016. Summary: we present our experience with the tyrx absorbable antibiotic envelope. Reported events: 2 patients with an unknown neuromodulation device required revision of their neuromodulation units for non-infectious reasons. There was no specific device information provided in the poster.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the revisions were not due to device malfunction, but were for routine battery replacements.